Event description:
It is reported that customer was hospitalized several times for low blood glucose levels of 38mg/dl. According to the customer, the first hospitalization was due to an overcorrection that the customer input on her insulin pump, which was the perceived cause of the low blood glucose level. Customer advised her physician that it could also be due to the last batch of insulin that she received, as that is when her blood glucose levels declined. The drive support cap on the insulin pump appears normal. Customer has treated with insulin shots. The customer also was admitted on (B)(6) 2014 for low blood glucose of 15mg/dl due to the patient being unresponsive. The perceived cause for the low blood glucose was the customer having a fever but the doctor's didn't know the reason. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.